Event description:
It was reported that the implantable cardioverter defibrillator was not implanted due to unspecified reason. The patient was stable. No further information was available.

Manufacturer narrative:
Bench testing was performed and the device was found to be normal. No device anomaly was found.